Event description:
The system was returned with no information. A database search by serial number showed the patient expired less than 1 year after implant. The death occurred great than 2 years ago. No complaints, allegations, or, previous contacts, regarding the system or any individual components has been received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis findings revealed no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis findings revealed no anomalies found. (B)(4) the proximal lead was returned, analyzed, and analysis results revealed no anomalies found. It was also noted that the inner tubing was kinked/buckled. (B)(4) the proximal segment of the lead was returned, analyzed, and analysis results revealed no anomalies found. It was also noted that the proximal conductor had blood/body fluid present. (B)(4) the proximal segment of the lead was returned, analyzed, and analysis results revealed no anomalies found. It was also noted that the proximal conductor had blood/body fluid present.